Event description:
On (B)(6) 2024 during a biv ICD (implantable cardioverter defibrillator) implant, model [abbott left ventricular lead]/[redacted] was implanted and while the physician was removing the guidewire from the lead, he noticed that the distal tip of the wire had broken off from the wire. The wire was a medtronic zngrms180hs zinger steerable guidewire. The physician removed the lead and was unsure if there was part of the wire still in the lead. The physician did not see any of the broken wire in the patient¿s vascular system. He requested a new lead to implant. Model [abbott left ventricular lead]/[redacted] was implanted. The patient was stable before, during and after the procedure. The patient was asymptomatic. Model [abbott left ventricular lead]/[redacted] will be returned to abbott. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).